Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead dislodged. It was noted that the patient was mopping, fell, and caught themselves. No intervention has been performed. The patient was in stable condition.

Event description:
New information noted that the left ventricular lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.